Manufacturer narrative:
Replaced co2 bypass assembly to fix the reported issue. (B)(4).

Event description:
The hospital reported elevated fico2 (fractional concentration of inspired co2 (carbon dioxide) of 10 mmhg. There was no reported patient injury.